Event description:
On 8/20/1998 the account reported a false negative troponin-I result of 0.3 ng/ml. The sample was retested four times and results ranging from 9.0 to 9.8 ng/ml were obtained. A creatine kinase-myocardial bands of 13 ng/ml was also obtained. A cardiac catheterization was performed and angioplasty scheduled. The pt's diagnosis was an inferior wall myocardial infarction. According to the account, treatment was not performed or withheld inappropriately due to the initial troponin-I result reported. Further info has indicated lithium heparin tubes with gel separators are being used for the troponin-I assay at the account. Lithium heparin tubes with gel separators are not listed as a collection tube for the troponin-I assay in the package insert.